Event description:
It was reported that the lead exhibited high impedances, and during further testing, exhibited oversensing. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead exhibited high impedances, and during further testing, exhibited oversensing. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead involved in the event was not returned for analysis; however, performance data was collected from the device and has been analyzed. Impedance/high impedance: 1 - patient alert for rv.pace lead z > 3000 ohms on (B)(6) 2012 03:00:07. Daily pace lead impedance log data shows a spike increase for v.pace = 416 to 3616 ohms peak between (B)(6) 2012, then returning to 408 ohms on (B)(6) 2012. Sensing/oversensing: 50 - ventricular nst<(><<)>(> <(><<)><(><<)>)>=190 ms between (B)(6) 2012. (B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.